Event description:
It was reported that a patient presented in-clinic for a right atrial (ra) lead revision procedure. Upon interrogation, the patient's ra lead was found to have failed to sense, and also had low pacing impedance. Fluoroscopy was performed on (B)(6) 2022 and confirmed ra lead dislodgement. The ra lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.